Manufacturer narrative:
Evaluation summary: one used lf1637 ligasure device was received, and examination of the sample confirmed an issue with a detached component. Visual inspection found the device shaft was missing pieces of insulation that were not returned. The investigation identified the root cause of the issue to be misuse. The type of damage present likely occurred from insertion or extraction of the device through a trocar. No other abnormality was identified with the shaft. The instructions for use included with this device cautions users to use an appropriately sized trocar that allows for easy insertion and extraction of the instrument. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during cleaning the insulation dissolved. There was no patient injury, and no piece of the device detached. Examination of the received device found pieces of the shaft were missing.